Event description:
A us distributor returned a monitor and reported monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to contamination in the j1 battery connector which prevented contact with battery. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.